Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient harm reported. According to the information provided by the technician, the maintenance kit has been replaced. The monitoring system shall activate turbine module communication error when the blower status message timestamp has not been updated for more than 3s and 13±2 s has passed after power on for the system. The issue was reported to competent authority as turbine module communication error may lead to stop of ventilation. The root cause for the reported problem could not be determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/09/2020. Corrected manufacture date: 02/27/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).